Manufacturer narrative:
The investigation into the vascular damage-peripheral vessel has been completed. A second failure mode of low flow has been added to the h6 coding. The data logs revealed low pump flows upon activation which increased gradually until p-level was changed. The logs also show suction alarms. The root cause of the low pump flow was most likely patient condition related. The root cause of the vascular damage - peripheral vessel was not determined due to lack of sufficient clinical information. B7 additional information added. H6 medical device problem code added. H6 component code added f6 and f8 should have been blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings and cautions: physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported a 68-year-old female patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that there were low pressures throughout the percutaneous coronary intervention (pci) and noted an access site vessel damage/perforation. The team explanted and placed a 14 french gore dyseal and stents to close and achieve hemostasis. Blood products were given, and cardiopulmonary resuscitation (CPR) initiated along with the use of a lucas chest compression device. The patient expired despite efforts.